Event description:
In 1984 the rptr had scoliosis correction surgery using the harrington rod technique. In 1995 rptr began having severe neck and shoulder pain. Rptr went to the surgeon who performed rptr's scoliosis surgery in 84. He informed rptr that rptr had numerous problems in their neck including but not limited to degenerative disc disease, spondylosis, arthritis and the pain in their shoulders was due to nerve compression. He put them on nsaids which lead to severe stomach distress and physical therapy. Rptr had to stop taking the nsaids and rptr cannot tolerate them to this day. This physical therapy only helped while rptr was having it. Over the next 3 to 4 years rptr put up with a lot of pain and discomfort in their neck and shoulders, so rptr called the same dr again and asked for a prescription for lodine. Rptr tried it and it upset their stomach again so rptr stopped. Rptr then called their family dr and told her this whole story because rptr did not want to bother the surgeon for different types of new medicines that might not upset their stomach. Their family dr tried rptr on celebrex, it upset their stomach also. The dr told them to rest their stomach for a few days and take tylenol for their neck and shoulder pain and when their stomach felt better than she would try rptr on vioxx. Rptr took the vioxx and ended up in the hosp having an ultrasound of their stomach. Rptr went off of the vioxx however the pain continued. Rptr's family dr sent them to a gastroenterologist and he performed an endoscopy. Rptr was found to have esophagitis, gastritits and duodenitis. Rptr was told by him not to use nsaids. This may sound as though rptr is complaining about nsaids however rptr is not. It is pertinent to this story. Rptr told their gi dr that they had been taking the nsaids for a pain in their neck and shoulders and that recently their left leg had been going numb, with a pins and needles sensation. He asked them to please go to their ortho dr and possibly a neurologist. Rptr went to their orthopedic surgeon who did their scoliosis. He took some conventional x-rays and he did not have to much to say other than its probably a bad disc. The rptr went to see a neurologist who did many tests including CT scans, bone scans, contrasting and non contrasting MRI's, electromyography, etc. They were eliminating conditions like multple sclerosis, stroke etc. He determined after months of testing that all of the pain and numbness was related to their spine and he sent them to a neurosurgeon. The surgeon did some more mir's. The problem in their neck was so serious that if left untreated it could lead to paralysis. He said that they would talk about the rest of their spine after the neck was stabilized. Rptr had anterior cervical fusion at levels 304, 5-6, with discectomy in 2001. More extensive work still need to be done on the neck. At one of their postop visits to him, rptr said, now what is going on with the rest of their back and why does their leg go numb? He said that he wanted rptr to see a spine specialist there, rptr said ok. At this visit rptr was told by the spine specialist -after more tests- that rptr had a very serious and progressive and disabling condition of their spine and the only treatment left for them is, to have a "major surgery" that would only benefit them for about 10 years and he suggested that rptr wait as long as possible to have the surgery because after the ten years or so that the surgery would last, rptr hips and pelvis would wear out and rptr would be in a wheelchair. Rptr asked him how they will know when it is time to have this "surgery", which he did not give them the actual name of the surgery. He told rptr, that rptr would lose control of their bladder and bowels and that their perineum area and their legs would also be numb. Rptr spouse and them were shocked at this prognosis. A couple weeks or so after that visit rptr received in the mail the clinical notes from that visit with a diagnosis of flatback syndrome from faulty and failed harrington rod devices in the scoliosis surgery in 1984. The surgery would involve a total revision surgery. Of course rptr has done a lot of research on flat back and the necessary surgery to correct the syndrome caused by the harrington hardware. Rptr believes that rptr has suffered irreversible spinal damage due to this faulty system.